Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, during a sacroiliac and thoracolumbar procedure, the probe was imprecise during navigation. There was a delay of less than 1 hour. No known impact on patient outcome. No additional information was provided.